Event description:
According to the reporter: the patient alleged injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Reason for mesh implantation: vaginal vault prolapse after hysterectomy procedure (s) performed: robot-assisted abdominal colposacropexy findings: the veress needle was introduced into the abdominal cavity. Complications post implantation: as per available medical review reports following implant surgery patient experienced pain, incontinence, recurrence and recurrent pelvic organ prolapse (pop) (corresponding medical records are not available to substantiate the same).